Manufacturer narrative:
In addition to the coating peeling off due to deterioration, service found the distal end was deformed, the adhesive on the bending section cover was detached, the image guide protector was cut, the universal cord had a dent, the light guide cover glass had a dent, the scope connector was sticky, the bending angle in the up/down directions were out of specification due to wear of the angulation wire, the connecting tube had a dent and multiple parts of the device were scratched. The reported issue (image issues during angle operation) was not confirmed. However; it was observed that the image disappeared during up/down angle operation due to damaged charge-coupled device (ccd) unit. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported image issues during angle operation towards down. The reported problem was found during preparation for an unspecified procedure. There was no patient/user harm or injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, it was observed the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during evaluation (coating peeling off). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 15-mar-2022 investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to physical stress, chemical stress, storage environment, and so on. The event can be detected/prevented by following the instructions for use which state: ·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. User can reduce/prevent occurrence of the suggested event in accordance with the following IFU. ·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocesing manual_ general policy precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. ·storage and disposal warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor field performance for this device.